Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® volux¿ in the jawline. After the injection, patient reported having severe complication and suffering from autoimmune disease (chron¿s disease) which is not device related. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of chron¿s disease, deemed not device related is considered an unexpected adverse drug experience.